Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding"), urinary tract infection ("urinary tract infection"), rheumatoid arthritis ("ra"), bipolar I disorder ("bipolar I"), bipolar ii disorder ("bipolar ii") and post procedural haemorrhage ("light bleeding in the surgery area dissolvable stiches from essure removal procedure") in an adult female patient who had essure (batch no. 627290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced bipolar I disorder (seriousness criterion medically significant), bipolar ii disorder (seriousness criterion medically significant), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight fluctuation ("weight up and down"), fatigue ("fatigue"), irritable bowel syndrome ("ibs with constipation") and constipation ("ibs with constipation"). In 2010, the patient experienced blood pressure fluctuation ("transitional low and high blood pressure"), nausea ("nausea") and tooth fracture ("teeth started breaking"). In 2011, the patient experienced urinary tract infection (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss, bald spot, hair did not grow back") and female sexual dysfunction ("apareunia"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2017, the patient experienced seizure ("seizures"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), vitamin d ("vitamin d disorder"), rash ("rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and nervous system disorder ("neurological conditions or problems"). The patient was treated with medroxyprogesterone acetate (depo-provera), meloxicam, antidepressants, ibuprofen, bismuth subsalicylate (pepto bismol), antibiotics, paracetamol (tylenol), lamotrigine and surgery (total hysterectomy (uterus and cervix removed) and unilateral salpingooopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, rheumatoid arthritis, bipolar I disorder, bipolar ii disorder, post procedural haemorrhage, cystitis, vaginal infection, vitamin d, anxiety, rash, bladder disorder, urinary tract disorder, headache, blood pressure fluctuation, nausea, tooth fracture, seizure, nervous system disorder, vaginal discharge, weight fluctuation, fatigue, irritable bowel syndrome, constipation and alopecia outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved. The reporter considered alopecia, anxiety, bipolar I disorder, bipolar ii disorder, bladder disorder, blood pressure fluctuation, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, post procedural haemorrhage, rash, rheumatoid arthritis, seizure, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet was received and the following information was provided: patient date of birth; lab test added; essure indication and lot number 627290; abnormal bleeding (vaginal, menorrhagia), bladder infection, urinary tract infection, vaginal infection, vitamin d disorder, ra, anxiety, bipolar I and ii, rashes, bladder problems, urinary problems, migraines, headaches, transitional low and high blood pressure, nausea, teeth started breaking, dysmenorrhea (cramping), seizures, dyspareunia (painful sexual intercourse), vaginal discharge, neurological conditions or problems, ibs with constipation, weight up and down, fatigue, hair loss/bald spot/hair did not grow back, apareunia and light bleeding in the surgery area dissolvable stiches from essure removal procedure were added as event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("the coil from the left side extends into the endometrial cavity."), pelvic pain ("pain"), genital haemorrhage ("persistent bleeding"), urinary tract infection ("urinary tract infection"), rheumatoid arthritis ("ra"), bipolar I disorder ("bipolar I"), bipolar ii disorder ("bipolar ii") and post procedural haemorrhage ("light bleeding in the surgery area dissolvable stiches from essure removal procedure") in an adult female patient who had essure (batch no. 627290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthritis, asthma, depression, seizure and passed out. Concurrent conditions included obsessive-compulsive disorder, panic attacks, allergy to arthropod sting, dust allergy, allergy to plants and pollen allergy. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced bipolar I disorder (seriousness criterion medically significant), bipolar ii disorder (seriousness criterion medically significant), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight fluctuation ("weight up and down"), fatigue ("fatigue"), irritable bowel syndrome ("ibs with constipation") and constipation ("ibs with constipation"). In 2010, the patient experienced blood pressure fluctuation ("transitional low and high blood pressure"), nausea ("nausea") and tooth fracture ("teeth started breaking"). In 2011, the patient experienced urinary tract infection (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia areata ("hair loss, bald spot, hair did not grow back") and female sexual dysfunction ("apareunia"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2017, the patient experienced seizure ("seizures"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), vitamin d abnormal ("vitamin d disorder"), rash ("rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and nervous system disorder ("neurological conditions or problems"). The patient was treated with medroxyprogesterone acetate (depo-provera), meloxicam, antidepressants, ibuprofen, bismuth subsalicylate (pepto bismol), antibiotics, paracetamol (tylenol), lamotrigine, surgery (total hysterectomy (uterus and cervix removed) and unilateral salpingooopherectomy) and surgery (total hysterectomy (uterus and cervix removed) and unilateral salpingooopherectomy). Essure was removed on 17-may-2017. At the time of the report, the device expulsion, pelvic pain, urinary tract infection, rheumatoid arthritis, bipolar I disorder, bipolar ii disorder, post procedural haemorrhage, cystitis, vaginal infection, vitamin d abnormal, anxiety, rash, bladder disorder, urinary tract disorder, headache, blood pressure fluctuation, nausea, tooth fracture, seizure, nervous system disorder, vaginal discharge, weight fluctuation, fatigue, irritable bowel syndrome, constipation and alopecia areata outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved. The reporter considered alopecia areata, anxiety, bipolar I disorder, bipolar ii disorder, bladder disorder, blood pressure fluctuation, constipation, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, post procedural haemorrhage, rash, rheumatoid arthritis, seizure, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d abnormal and weight fluctuation to be related to essure. The reporter commented: the metal coils are not grossly identified within this tube segment. Essure coils were placed without difficulty on the right and left with two (2) coils visible on the right, and four (4) coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-nov-2008: total bilateral occlusion nuclear magnetic resonance imaging brain - on an unknown date: diffusion imaging: no diffusion restriction. CT abdomen pelvis: findings: the ridged portion of the chest is unremarkable. Impression: no cute inflammatory process within the abdomen or pelvis. No free fluid evident. Bilateral essure device. No adnexal masses concerning injuries reported in this case the following one/ones were described in patient medical records partial device expusion. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received: reporters details added. Event added as he coil from the left side extends into the endometrial cavity was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("the coil from the left side extends into the endometrial cavity."), pelvic pain ("pain"), genital haemorrhage ("persistent bleeding"), urinary tract infection ("urinary tract infection"), rheumatoid arthritis ("ra"), bipolar I disorder ("bipolar I"), bipolar ii disorder ("bipolar ii") and post procedural haemorrhage ("light bleeding in the surgery area dissolvable stiches from essure removal procedure") in an adult female patient who had essure (batch no. 627290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthritis, asthma, depression, seizure and passed out. Concurrent conditions included obsessive-compulsive disorder, panic attacks, allergy to arthropod sting, dust allergy, allergy to plants and pollen allergy. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced bipolar I disorder (seriousness criterion medically significant), bipolar ii disorder (seriousness criterion medically significant), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight fluctuation ("weight up and down"), fatigue ("fatigue"), irritable bowel syndrome ("ibs with constipation") and constipation ("ibs with constipation"). In 2010, the patient experienced blood pressure fluctuation ("transitional low and high blood pressure"), nausea ("nausea") and tooth fracture ("teeth started breaking"). In 2011, the patient experienced urinary tract infection (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia areata ("hair loss, bald spot, hair did not grow back") and female sexual dysfunction ("apareunia"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2017, the patient experienced seizure ("seizures"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), vitamin d abnormal ("vitamin d disorder"), rash ("rashes"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and nervous system disorder ("neurological conditions or problems"). The patient was treated with medroxyprogesterone acetate (depo-provera), meloxicam, antidepressants, ibuprofen, bismuth subsalicylate (pepto bismol), antibiotics, paracetamol (tylenol), lamotrigine, surgery (total hysterectomy (uterus and cervix removed) and unilateral salpingooopherectomy) and surgery (total hysterectomy (uterus and cervix removed) and unilateral salpingooopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pelvic pain, urinary tract infection, rheumatoid arthritis, bipolar I disorder, bipolar ii disorder, post procedural haemorrhage, cystitis, vaginal infection, vitamin d abnormal, anxiety, rash, bladder disorder, urinary tract disorder, headache, blood pressure fluctuation, nausea, tooth fracture, seizure, nervous system disorder, vaginal discharge, weight fluctuation, fatigue, irritable bowel syndrome, constipation and alopecia areata outcome was unknown and the genital haemorrhage, menorrhagia, vaginal haemorrhage, migraine, dysmenorrhoea, dyspareunia and female sexual dysfunction had resolved. The reporter considered alopecia areata, anxiety, bipolar I disorder, bipolar ii disorder, bladder disorder, blood pressure fluctuation, constipation, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, post procedural haemorrhage, rash, rheumatoid arthritis, seizure, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d abnormal and weight fluctuation to be related to essure. The reporter commented: the metal coils are not grossly identified within this tube segment. Essure coils were placed without difficulty on the right and left with two (2) coils visible on the right, and four (4) coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion nuclear magnetic resonance imaging brain - on an unknown date: diffusion imaging: no diffusion restriction. CT abdomen pelvis: findings: the ridged portion of the chest is unremarkable. Impression: no cute inflammatory process within the abdomen or pelvis. No free fluid evident. Bilateral essure device. No adnexal masses. Concerning injuries reported in this case the following one/ones were described in patient medical records partial device expusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.